Manufacturer narrative:
No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.

Event description:
It was reported that numerous low voltage alarms were seen in the patient's history. The driveline was compromised with patient applying tape. Log files were sent for urgent analysis. The log file captured some intermittent indications of a weak connection between the batteries and battery clips. The mechanical circulatory support (mcs) equipment was operating as intended.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted photographs confirmed the reported damage to the modular cable¿s outer jacket; however, a specific cause for the damage could not be conclusively determined through this evaluation. The account submitted two photographs for review. The portion of the modular cable shown in the images appeared to be covered in electrical and duct tape and appeared to be heavily worn. A large tear penetrating through the outer tape layers as well as the underlying outer jacket was observed. Although the damage appeared to be cosmetic only, it was unclear whether the damage penetrated through any additional layers. The extent of the damage could not be conclusively determined due to image quality. The submitted log files captured the system operating as intended. No notable events or alarms related to an issue with the modular cable were captured. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6), with no further related events reported at this time. The relevant sections of the device history records for modular cable, lot # 8446896 were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 2 "system operations" (under "replacing the modular cable") provides instructions on how to replace the modular cable. Section 5 "surgical procedures" cautions the user that sharp bends, twists, or kinks in the driveline may make it more susceptible to wear and fatigue over time. Section 6 "patient care and management" cautions the user to avoid pulling on or moving the driveline. This section further cautions: "do not twist, kink, or sharply bend the driveline, system controller power cables, the power module patient cable, or the mobile power unit patient cable, which may cause damage to the wires inside, even if external damage is not visible. Damage to the driveline or cables could cause the left ventricular assist device to stop. If the driveline or cables become twisted, kinked, or bent, carefully unravel and straighten." Section 6 (under "caring for the driveline") instructs the user to check the driveline daily for signs of damage, such as cuts, holes, or tears. Section 7 "alarms and troubleshooting" provides additional instructions regarding driveline care in a sub-section entitled "what not to do: driveline and cables". Finally, section 8 "equipment storage and care" (under "cleaning the driveline") explains that as needed, the user can clean exterior surfaces of the driveline cables with a damp, lint-free cloth. If more aggressive cleaning is needed, warm water and mild dish soap should be used. The heartmate 3 lvas patient handbook is also currently available. Section 4 "living with the heartmate iii" (under "caring for the driveline") contains information regarding how to clean and care for the driveline. This section instructs the user: "check the driveline daily for signs of damage (cuts, holes, tears). Call your hospital contact right away if the driveline is damaged (or might be damaged)." And "keep your driveline clean. Wipe off any dirt or grime. If the driveline gets dirty, use a towel with mild dish soap and warm water to gently clean it. Never submerge the driveline or other system components in water or liquid." In addition, section 5 "alarms and troubleshooting" contains a sub-section entitled "what not to do: driveline and cables", which explicitly cautions the user not to twist, kink, or sharply bend the driveline. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The damage was first noted on (B)(6) 2024 during an office visit and confirmed by the site to be on the modular cable side of the driveline. It was unclear if the damage was superficial only. This patient had a long history of not attending scheduled visits and at time of first assessment the damage looked extensive. The damage had not worsened since first noted. The patient had covered the area with duct tape and electrical tape, which was not removed due to concern for worsening the problem with patient in low inr state. The patient was hospitalized and treated for low international normalized ratio (inr) before the modular cable exchange on (B)(6) 2024. The patient's batteries and battery clips were cleaned, but it was unsure whether that or the modular cable change was the true fix of the low voltage alarms. It was noted by the site that the patient frequently slept on batteries and had a history of letting batteries run low. The modular cable exchange appeared to have resolved the problem; the products would not be returned.